Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model: sc-2316-50e serial/lot: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed

Event description:
A report was received that approximately two hours after a trial implant procedure the patient was unable to move and get out of his car. The patient then underwent a lead explant procedure. The physician does not know the cause of the event and no further information is available at this time.